Event description:
Customer reported a hospitalization three years ago for low blood glucose. Customer's current blood glucose is 278 mg/dl. She says her blood glucose is high because she has been stressed. Customer reported that in july 2011, she was hospitalized with a blood glucose of 75 - 80 mg/dl. Customer does not recall any significant events leading up to the hospitalization. She says all she remembers is just bottoming out for some reason. Customer then requested to speak to a representative about an upgrade for her insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.